Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s caretaker that a fluid leak was discovered during step 9 ¿ treatment complete after cancelling pd treatment . During an unknown phase of treatment unidentified alarms were heard and it was indicated that the cycler was draining slowly. The treatment was cancelled and when the patient opened the cassette door fluid was discovered. There was fluid in the pump module area and fluid leaking from a tear in the cassette. The patient discontinue the use of the cycler and informed the peritoneal dialysis nurse (pdrn) of the leak and the pdrn prescribed the patient prophylactic antibiotics through manual treatments. The reporter did not contact technical services until day 3 after the event. The patient¿s caretaker verified being able to carry out manual continuous ambulatory pd treatments with antibiotics in the absence of the cycler. Upon follow up with the patient¿s caretaker the event date was clarified and it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. A culture taken was negative for infection. The cycler set was discarded and is not available for return to the manufacturer for physical evaluation.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s caretaker that a fluid leak was discovered during step 9 ¿ treatment complete after cancelling pd treatment . During an unknown phase of treatment unidentified alarms were heard and it was indicated that the cycler was draining slowly. The treatment was cancelled and when the patient opened the cassette door fluid was discovered. There was fluid in the pump module area and fluid leaking from a tear in the cassette. The patient discontinue the use of the cycler and informed the peritoneal dialysis nurse (pdrn) of the leak and the pdrn prescribed the patient prophylactic antibiotics through manual treatments. The reporter did not contact technical services until day 3 after the event. The patient¿s caretaker verified being able to carry out manual continuous ambulatory pd treatments with antibiotics in the absence of the cycler. Upon follow up with the patient¿s caretaker the event date was clarified and it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. A culture taken was negative for infection. The cycler set was discarded and is not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was received without original package a disinfection and visual inspection were performed to the complaint product sample. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope a cut in the film was found, this kind of damage could have the following causes as per risk analysis 509434: pump door is sharp or closes unexpectedly during set up. Stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. A device history record (DHR) review was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The event was confirmed based on the sample evaluation, however a specific cause could not be established.